Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was noise noted on the right atrial (ra) lead which led to oversensing and a mode switch. The patient felt weak. The lead remains in use. No patient complications have been reported as a result of this event.